Event description:
The device reportedly did not deliver a cardioversion shock to a pt on the first attempt. The device delivered the shock properly on the second attempt. There were no adverse effects to the pt as a result of the reported event. The pt's details were not reported.